Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via e-mail and stated that almost every single tampon in a box had the string broken either halfway down or less. No injury was reported.